Event description:
Patient underwent emergency aaa repair in 2007. Another manufacturer's graft had been previously implanted. One flex main body graft and two iliac leg grafts were placed. A zilver stent was placed inside an iliac leg graft to ensure that it would not kink.

Manufacturer narrative:
Evaluation: vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Failure to properly follow the instructions, warnings and precautions may lead to serious surgical consequences or injury to the patient. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by off label use of the device by the physician.